Event description:
The customer reported solution leaking from the top of the IV line at the point where the smartsite cap and tubing connect. There was no patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.